Event description:
It was reported the patient experienced pain, swelling, erythema to the distal portion of the right leg due to cellulitis secondary to a foreign body. The patient was treated with levaquin 750 mg qd po for 10 days. The patient recovered without sequela.